Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: pump powers with returned battery cap. The keypad is intact. No evidence of peeling or damage. All keys were responding. Removed keypad. No contamination under key contacts. Removed pump case. Keypad flex cable fully inserted in keypad flex connector and connector latched. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were under-responsive. The reported issue was not resolved with troubleshooting. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.